Event description:
It was reported that guidewire coating issue occurred. A .014/190cm transend guidewire was used to cross the lesion. However, during withdrawal, some flaking was noted on the part where the wire's soft spot connects to the hard stiffer part. The procedure was completed with a new wire. There were no patient complications nor injuries reported and patient was fine.